Manufacturer narrative:
The hakim valve was returned for evaluation. Device history record (DHR): the product code ns9009 with lot 3857159, conformed to the specifications when released to stock. Failure analysis: the valve was visually inspected and no defects noted. The position of the cam when valve was received was 30mmh2o. The valve was hydrated. The catheter was irrigated no occlusions noted. The valve was leak tested and no leaks noted. The valve passed the test for programming, occlusion, reflux and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no occlusion issues were noted.

Event description:
N/a.

Event description:
A physician reported a hakim valve was implanted in a (B)(6) year-old male patient via lumbar peritoneal shunt on (B)(6) 2021 with setting 130mmh2o. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). Symptoms worsened when the patient visited the hospital in june. Therefore, the doctor changed the set pressure and watched the situation. However, the symptoms did not change. Finally, the pressure was set to 40 mmh2o. The symptoms did not improve and the CT image did not change. Obstruction was suspected, therefore, the valve was removed and replaced on (B)(6) 2021.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.